Event description:
Ethicon, the distributor of the product, reported that a biopatch was placed at a site in the patient's upper right chest area following skin preparation with chlorascrub. The elderly patient developed a site of a possible adverse reaction to chlorhexidine gluconate (either biopatch or chlorascrub). It is thought that the biopatch was placed before the skin preparation was dry. The skin reaction required an additional seven day hospital stay. Additional information was requested, in writing, from the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.